Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method and conclusion codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error, high and low blood glucose test results accompanied by previous symptoms. Mother is calling on behalf of the customer, her 2-year-old daughters' meter. The customer is concerned with tests results from all the results obtained and states that she must poke her several time to get an accurate result. The expected fasting blood glucose test result range is 80-150mg/dl. The customer did report symptoms panicking, shaking, confused and crying. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-5 sing the meter. The test strip lot manufacturer's expiration date is 10/28/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 388mg/dl date: (B)(6) 2019 time: 950pm fasting , result 2: 406mg/dl date: (B)(6) 2019time: 807pm fasting, result 3: 318mg/dl date: (B)(6) 2019time: 515pm fasting , result 4: 268mg/dl date: (B)(6) 2019 time: 900pm fasting, result 5: 333mg/dl date: (B)(6) 2019 time: 954pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error, high and low blood glucose test results accompanied by previous symptoms. Mother is calling on behalf of the customer, her (B)(6) daughters' meter. The customer is concerned with tests results from all the results obtained and states that she must poke her several time to get an accurate result. The expected fasting blood glucose test result range is 80-150mg/dl. The customer did report symptoms panicking, shaking, confused and crying. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-5 sing the meter. The test strip lot manufacturer's expiration date is 10/28/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6).